Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned products identified the products were returned with minimal signs of use. The device was returned with the anchor removed from the inserter tip. The anchor is fractured and not all pieces were returned. Almost one entire side of the anchor is fractured off. The knob turns easily and extends/ retracts the inserter shaft. There¿s no obvious damage to the inserter prongs. Medical records were not provided. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3006108336-2021-00027. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery that two quattro link knotless anchors broke during surgery. Surgeon had to use another new implant to finish the surgery. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.